Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a decanav catheter and suffered a cardiac perforation which required a tap, surgery and prolonged hospitalization. The report indicated that the patient suffered a cardiac perforation after the procedure was completed. The patient did not wake up. The patient's blood pressure was low and the perforation was discovered. The perforation was confirmed with an echocardiogram. They tapped the perforation and the patient was in the operating room (or) at the time of the call. The patient's status was unknown. The products used during the procedure were thermocool smarttouch sf catheter, decanav catheter, sterilmed quad catheter, sterilmed quad catheter, octaray catheter, carto vizigo sheath, ngen generator, and carto 3 system. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that the perforation was discovered in a branch of the coronary sinus (cs). The physician believes this event occurred during the removal of the decanav but was not sure. The outcome of the adverse event was improved. The patient required extended hospitalization. The patient was in the intensive care unit (ICU) for one day post procedure after surgery. The catheter exchanges were twice ¿ switch between or and ablation once. No transseptal puncture site was performed during the procedure. The number of performed ablations was 18 with radio frequency (rf) energy performed outside the pulmonary veins. No ablations were performed within the pulmonary veins. Prior to noting the perforation, ablation was performed. No evidence of a steam pop. The act before the procedure was that this was a right sided procedure and no act acquired. The flow setting was smarttouch sf used with default flow settings. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 3,3, 25%/3g, and 3mm. No additional filter was used with the visitag. The color option used prospectively was impedance drop 0-8ohms.

Manufacturer narrative:
The investigation was completed on 10-mar-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot ad25360068 and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a decanav catheter and suffered a cardiac perforation which required a tap, surgery and prolonged hospitalization. The device evaluation details. The product was returned to johnson & johnson medtech (j&j) for evaluation on 30-mar-2026. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, deflection, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 15-apr-2026, noted a correction to the 3500a follow-up as should have processed the following fields and therefore, have processed. H4. Device manufacture date, d4. Expiration date, d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).